Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump off event early on (B)(6) 2021. The patient reportedly slept on battery power and woke up with their pump off. It was unclear for how long the pump was off for. The patient was stable with no reported complications. Log file analysis revealed that the pump off event was due to the patient disconnecting both power leads. The emergency backup battery (ebb) did not run the pump at the time due to an ebb fault. Power was restored approximately two hours later and the controller clock reset due to the loss of power. It was additionally reported on (B)(6) 2021 that the charging faults had resolved with ebb exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file was reviewed following the reported event of a pump stop. The pump stop is addressed via the pump investigation for this complaint. The exact timespan of the log file could not be determined to the system controller clock resetting to the default timestamp of 0:00:00 on 01jan2000. Prior to the clock being reset, the log file contained data spanning 2 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A low voltage advisory alarm activated at 2:34:53 on (B)(6) 2021 due to the 14v batteries reaching the low voltage threshold. The patient had been connected to the 14v batteries for approximately 19 hours and 50 minutes before the low voltage advisory alarm activated. The low voltage hazard alarm then activated at 3:57:25 on (B)(6) 2021 due to further depletion of the 14v batteries. A v_unable_charge_ebb fault activated at 4:06:29 on (B)(6) 2021 due to the bus voltage dropping below 13v and the controller no longer being able to charge the backup battery; this is expected due to the depletion of the 14v batteries after extended use and does not indicate any issues with the system. A no external power alarm then activated at 4:08:20 on (B)(6) 2021 due to both 14v batteries becoming completely depleted. The system controller backup battery supplied power to the system upon the full depletion of the 14v batteries and pump function was not affected. The pump speed then dropped to 0 revolutions per minute (rpm) at 6:02:05 on (B)(6) 2021 due to the system controller backup battery becoming depleted and no longer being able to support the pump; a pump off and low flow hazard alarm activated at this time. The system controller then shut off sometime after 6:02:10 on (B)(6) 2021 due to full depletion of the backup battery. The next events in the log file showed the controller being connected to charged 14v batteries; the controller clock was at the default timestamp of 0:00:00 on (B)(6) 2000 at this time, which is consistent with a total loss of power to the system occurring prior. The pump regained a speed above the low speed limit approximately 5 seconds after connecting to a charged 14v battery. The pump maintained the appropriate speed for the remainder of the log file. The exact duration of the pump stop could not be determined due to the controller clock resetting. The data in the log file did not indicate any issues with the system controller or backup battery. The system controller was not returned for evaluation. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 02apr2020. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, clock not set, low flow hazard, and pump off alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, and heartmate 3 instructions for use (IFU), rev. C, section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook, rev. C, section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU), rev. C, section 2 "system operations" state that the backup battery is intended only for backup power during a power emergency. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.